Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. Review of device memory confirmed a shorted lead code was recorded and the charge time was exceeded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). This damage is consistent with energy shorting from a compromised defibrillation lead during shock delivery. Devices are not expected to perform to specification post-shorted lead events and further testing could result in additional damage to the device. Therefore, no additional testing was completed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) implanted with another manufacturer¿s right ventricular (rv) defibrillation lead recorded a shock lead shorted and charge time exceeded code. An invasive procedure was performed. The device was explanted and replaced. Upon connection of the chronic rv lead to the replacement device, out of range shock and pacing impedance measurements were observed. The device was removed and the rv lead was surgically abandoned and a new ICD and rv defibrillation lead was successfully implanted. No additional adverse patient effects were reported.